Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 1627487-2020-48830. It was reported that the patient was experiencing ineffective therapy. Reprogramming was attempted without success. A lead fracture was observed by the physician. On (B)(6) 2020 the lead was explanted and replaced. The patient has effective therapy post operatively. Since it is unknown which lead was fractured, both will be reported.